Event description:
Customer reported to corporate product surveillance of a catheter extension set in which CT tech observed sets blowing/burst rupturing when using with power injectors. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A labeling review was performed and the instructions are printed on each individual packaging, are available to the user, and are accurate and sufficient. It was also noted that, no statement is listed on either the package label or the directional insert that approves this product for use with a power injector. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a catheter extension set in which CT tech observed sets blowing/burst rupturing when used with power injectors was confirmed during sample evaluation. During visual inspection, burst tubing of approximately ?? In length was detected. No other tests were performed. Per label copy, this product is not approved for use with power injectors. The assignable root cause of the reported condition is unknown at this time. A batch review cannot be performed since there was no lot number provided. Should additional information be received, a follow-up medwatch will be submitted.